Event description:
As reported from our affiliates in germany, this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by left transfemoral approach. During implantation, the pusher was retracted, and rapid pacing was started but valve implantation had to be aborted because the balloon could not be inflated. Rapid pacing was stopped, and the commander delivery system was retracted to the descending aorta. The physician tried to retract the commander system with the valve into the esheath. During this maneuver, a strut got bent which made it impossible to retract the system into the esheath. The physician tried to bend back the strut by using a snare catheter, but without success. Because it was not possible to retract the commander system with the valve, it was decided to extract the valve by surgery from the abdominal aorta. The operation was successful, and the valve was explanted.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated d9, h3, h6- type of investigation, investigation findings corrected h6- component code, investigation conclusions the returned device was visually inspected for any abnormalities and the following was observed: two (2) struts bent outwards at the outflow aspect. Valve frame was distorted. All struts exposed through the skirt (normal after crimped and used). Imagery provided from the field was evaluated and the following was observed: no bent strut was observed prior valve deployment, so the bent strut was not likely occurring during the delivery advancement. Crimped valve outflow appeared caught on sheath distal tip during the delivery system retrieval, and one (1) bent strut was observed. The complaint for valve frame damage was confirmed based on returned device evaluation. Review of the DHR, lot history, manufacturing mitigations and complaint history review did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "the physician tried to retract the commander system with the valve into the esheath. During this maneuver, a strut got bent which made it impossible to retract the system into the esheath. The physician tried to bend back the strut by using a snare catheter, but without success. Because it was not possible to retract the commander system with the valve, it was decided to extract the valve by surgery from abdominal aorta". Per imaging evaluation, the bent strut was observed during the crimped valve retrieval through sheath, and crimped valve caught at the sheath distal tip. In this case, it was possible that excessive force was applied to manipulation the delivery system to retrieve the crimped valve into the sheath, and it resulted in formed struts seen at inflow. As such, available information suggests that procedural factors (excessive device manipulation, withdrawal of crimped valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.